Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the electrophysiology procedure (ep) was delayed and completed by using a different system. The philips field service engineer (fse) inspected the system onsite and identified that the system did not have the required digital subtraction angiography (dsa) license. As requested, a quotation for the necessary dsa licensing was provided to the customer. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform digital subtracting angiography, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.